Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The device was received pressurized. A battery and foot switch was included. A functional evaluation was performed. The returned battery was utilized. The device passed the weight test. There were no issues with the clamp assembly. The distal quick connect functioned as designed. Each switch was tested and each worked. 30 movements were performed and the device maintained pressure after each movement. The joints each moved smooth and easily when the device was depressurized. The device was left pressurized for 10 minutes and each test was repeated. No issues were found. There was no loud sound from the motor noticed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded these were repeat issues. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. It is recommended that the spider 2 IFU be reviewed regarding depressurizing the spider 2 for storage to prevent the premature deterioration of the seals, pressure cups and pressure rings. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during set up, the buttons of the spider 2 were stuck, the arm became flaccid and would not lock into place and the motor had a loud sound. The patient was already asleep. The procedure was successfully completed without delay. A person was holding the patient's arm. No patient injury or other complications were reported.